Manufacturer narrative:
Correction - e1 - updated the correct customer information. Additional information - b5 and h6 - updated unexpected intervention information and patient condition.

Event description:
New information received notes the patient presented to the clinic on (B)(6) 2023 for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was causing far r-wave oversensing. The device was reprogrammed to resolve the issue. The patient condition is stable.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2023 for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was causing far r-wave oversensing. The device was not reprogrammed. The patient condition is unknown.